Event description:
On (B)(6) 2010, mother reported, the up and down buttons on infusion device were not functioning properly. This was noticed a few days prior and blood glucose elevated to 536 mg/dl on day of report. Target blood glucose is "in the 200's" mg/dl. Pt boluses 6 times per day and was trying to deliver a bolus when she realized the up and down buttons were not functioning. Up and down buttons pop up after being pressed. Pt treated hyperglycemia by delivering an insulin injection. Infusion set, insulin cartridge, and battery were being used per specification. Mother did not known how long adapter was in use. There were no air bubbles or blood in the system. Infusion set was not dislodged or disconnected. There were no leaks or blockages in the sys. Mother reported diet, medication, and lifestyle change daily due to pt being a teenager. Infusion device was replaced and requested for eval. The pt did not require treatment from a health care professional or second party to address the issue.